Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a labral repair procedure it was reported that the surgeon implanted one anchor and the suture broke post knot tying. The surgeon is drilling using a 2.3 crown tip drill guide to implant the anchor. The suture broke after the anchors were implanted. All the sutures were removed but the anchor remained in the acetabulum. Additional anchors of the same product number were used to complete the repair. A new site was used and the new anchor was placed adjacent and the labrum was repaired in the same place. The surgeon left the anchors and none were protruding from the bone. A five to six minute delay was experienced and the patient was reported as fine post-procedure.